Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
This complaint is intended to document product feedback captured in the following clinical study: elspeth hulseu, fathima shihana & nicholas a. Buckley (2016): methemoglobin measurements are underestimated by the radical 7 co-oximeter: experience from a series of moderate to severe propanil poisonings, clinical toxicology, doi: 10.1080/15563650.2016.1217421. The study alleges a potential for extreme inaccuracy of the radical-7 co-oximeter, especially with a methb greater than 20%, which may have serious implications for clinical decisions. There is no allegation of actual injury or harm resulting from use of the product.